Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the customer insulin pump alarmed button error. Customer¿s blood glucose was 140 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.